Event description:
It is reported that when the glenosphere helmet was removed one of the plastic tabs broke off inside the pt. The tab remains in the pt.

Manufacturer narrative:
Evaluation summary: no product or lot number was provided. The type of failure described may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact or bending loads placed on the tabs may cause this situation. The exact cause cannot be determined with certainty. Evaluation: the device history records could not be reviewed due to insufficient info.